Manufacturer narrative:
(B) (4). The ge service rep reloaded the system software. Tested the system and copied the shot log to floppy drive. The system is working as intended.

Event description:
The customer reported when the xray summary was selected, the system locks up. No patient injuries were reported.